Manufacturer narrative:
Investigation summary: bd has not been provided with photos or affected samples for catalog 301500 lot 190117 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. 104 retained samples were available to analyze and the 30 random samples show lumen free, no clogs. As it relates to the needle manufacturing process, the device history records no discrepancies or abnormalities based on our sampling plant and preventive measures. Bd has investigated this type of issue in detail in the past (CAPA 29917), performing different analysis of material characterization like ftir and conducting simulated studies of the event through multiple types of container and needles. The analysis of returned clogged cannula of other customers reveals a conical in shape, soft transparent material with a flat surface. Ftir spectral analysis identifies the material clogging the needle as polyethylene (pe). It was observed that these types of particle are commonly generated when needles are used to access the septum of rigid plastic containers of saline or other medication solutions. Further investigation suggested that the bd microlance¿ needle had been used to access rigid plastic containers of saline or other medication solutions designed to have a double septum, the first is a normal rubber closure, the second is a thick polyethylene septum. Bd must consider that bd microlance¿ needles are designed and manufactured for the intent to penetrate the skin an rubber closures of vials, not thick polyethylene membranes.

Event description:
It was reported that bd microlance¿ hypodermic needle was clogged. This was discovered before use. The following information was provided by the initial reporter: when using the microlance 19g 1.1x40mm hypodermic needles of reference 301500 it was found that some needles were clogged and not usable for the preparation of injectables.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microlance¿ hypodermic needle was clogged. This was discovered before use. The following information was provided by the initial reporter: when using the microlance 19g 1.1x40mm hypodermic needles of reference 301500 it was found that some needles were clogged and not usable for the preparation of injectables.